Event description:
It was reported that the ventricular lead had high impedance, noise and oversensing which triggered a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - a partial lead was returned in segments and analysis found that the proximal conductor was fractured. The defibrillator conductor was distorted and all conductors had blood/body fluid (not obstructed). The defibrillator conductor was fractured (overstress). The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation was torn. Visual analysis noted that the lead length is unknown. All measurements were taken from the distal tip. The interior right ventricular defibrillator cable fractured (overstress) at 8cm. The exposed coil continuity is fractured (overstress) at 1 cm. The anchoring sleeve fixation site could not be determined.